Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implants and experienced postoperative right-sided grade iii capsular contracture and left-sided pseudoptosis. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to have the right-sided device explanted on (B)(6) 2019. It is currently unknown if there will be intervention on the patient¿s left side. This report is for the right prosthesis.

Manufacturer narrative:
On 1/6/2020, the suspected medical device was returned for evaluation. On 1/9/2020, the investigation on the suspected medical device was completed. Investigation summary: according to the received information, the patient developed capsular contracture. During visual inspection of the device, no apparent damage was observed. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).